Manufacturer narrative:
(B)(6).

Event description:
It was reported that the exit port was torn. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon was removed after dilatation was performed once at 6atm and was inserted again. However, the exit port of the device was noted to be torn when the balloon was attempted to insert; usage was stopped. The procedure was completed with another of the same device. No complications reported and patient status was good.

Event description:
It was reported that the exit port was torn. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon was removed after dilatation was performed once at 6atm and was inserted again. However, the exit port of the device was noted to be torn when the balloon was attempted to insert; usage was stopped. The procedure was completed with another of the same device. No complications reported and patient status was good.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for evaluation. An examination of the returned device identified that the balloon had been inflated and was not refolded. No issues were noted with the balloon material which could potentially have contributed to the complaint incident. A microscopic and tactile examination found the shaft polymer extrusion to be severely damaged beginning at the proximal balloon bond and extending approximately 14mm proximately down the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A microscopic examination identified no issues or damage to the shaft at or near the guidewire port. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material.no other issues were identified during the product analysis.